Event description:
The lay user/patient contacted lifescan on march 2006 and alleged that her lancet holder was damaged. The patient was experiencing a sample collectin issue where the lancet holder was damaged. It is not known as to how long the patient had this issue where the lancet holer was damaged. It is not known as to how long the patient had this issue and if she was able to test her blood glucose. At the time of troubleshooting, it was verified that this ws not a new product. The patient's technique used to collect the sample was reviewed and she was using the product according to the instructions. The patient also reported that she was treated with insulin by a medical professional. However, there is no further information provided rerarding the treatment received. Although there is insufficient information regarding the events leading to the treatment, this complaint is reported because the patient was treated by a medical professional and the product was not functioning at the time. A replacement meter, control solution, test strips, and lancing device were sent to the lay user/patient.